Manufacturer narrative:
H6: updated investigation conclusion: d17: appropriate term not available for ¿withdrawn¿ . H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. Previous patient codes (2414, 1932) were reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ medical records: the known medical records span (B)(6) 2004 through (B)(6) 2005 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: obesity: on (B)(6) 2004: 230 lbs. Smoking: on (B)(6) 2004: smokes daily. Colonic polyps. Gastroesophageal reflux disease [gerd]. Asthma. Bronchitis with chronic cough. On (B)(6) 2004: ventral hernia. On (B)(6) 2005: moderate sigmoid diverticulosis. Surgical procedures: unknown date: repair of umbilical hernia. On (B)(6) 2004: repair of ventral hernia with mesh implant. Implant: gore® dualmesh® biomaterial. On (B)(6) 2005: exploration of the umbilical mass and biopsy with frozen section. Implant preoperative complaints: on (B)(6) 2004: ¿complaint of bulging of the anterior wall of the abdomen, referred for evaluation of possible ventral hernia(s), has known about the hernia(s) for 1-2 years, symptoms include epigastric mass, has been enlarging over the last 3-4 months, mass(es) can be reduced by md in office with persistent pressure and reduces only in supine position.¿ ¿risk factors include asthma, bronchitis with a chronic cough and obesity . Examination: abdomen soft, not distended or tender, no mass or guarding can be detected, a ventral hernia and fascial defect 3 x 8 centimeters in size is present, hernia is reducible, palpation of hernia and attempts to reduce it and palpate the edges of the fascial defect causes moderate tenderness. Procedures scheduled: ventral hernia repair with mesh...¿ on (B)(6) 2004: preoperative diagnosis: ¿upper midline ventral hernia.¿ implant procedure: repair of ventral hernia with mesh implant. [Implant: gore® dualmesh® biomaterial, no pid]. Implant date: (B)(6) 2004: wound classification: not provided. Description of hernia being treated: ¿we made an upper midline incision. The patient did receive levaquin 500 mg intravenous piggyback before we began the procedure. Then, we carried it down through the skin and subcutaneous tissue. We were then over the hernia sac which we were able then to peel off the posterior abdominal wall back about 6 cm on each side and then all the way about 6 or 8 cm superior and inferior to the repair.¿ implant size and fixation: ¿it laid into that pooket [sic] nicely. We were then able to suture it at the 3 o¿clock, 6 o¿clock, 12 o¿clock, and 9 o¿clock positions with interrupted 2-0 monocryl sutures into the fascia using a urs-6 needle which allowed us to get a good bite of the fascia without bending the needle. We then inserted a couple of other individual stitches between each of these clock positions that were just delineated above, so that we had a good attachment of the mesh in a preperitoneal pocket. This allowed us to then close the fascia in the midline, incorporating a bite of the mesh. It was a dual mesh, with that running #0-pds looped suture from the top to the bottom of the incision. Closed the subcutaneous tissue with running 2-0 dexon and the skin with running 5-0 monocryl subcuticular stitch.¿ relevant medical information: on (B)(6) 2004: ¿postoperative check following ventral hernia repair with mesh, no complaints regarding operation. Examination: mild distention, mild tenderness at the incision(s) and a soft abdomen, incision(s) demonstrate(s) normal healing without evidence of infection or hernia formation, subcuticular suture(s) remain(s) in place as expected. Ventral hernia; postop ventral hernia repair with implantation of mesh, healing well, stable condition.¿ ¿will need to avoid lifting heavy things and engaging in strenuous exercises for 4 week(s)¿" on (B)(6) 2004: ¿no complaints regarding the operation, back to normal activities. Ambulating well without particular discomfort in the groin(s), voiding well. Examination: incision normal healing without evidence of infection or hernia formation, no leakage of serum or pus, no hematoma, no seroma." On (B)(6) 2004: ¿deep cough that involves wheezing at times. Impression: bronchial asthma with a tight cough. Prescribed biaxin.¿ on (B)(6) 2005: ¿complains of swelling of abdomen, not eating excessively, concerned hernia repair broke, on physical exam it feels like he¿s got ascites, I cannot palpate a break in repai r, there is some fluid between the mesh and skin which may be secondary to the intra-operative fluid. ¿ on (B)(6) 2005: "comes for evaluation of hernia repair, ambulating well without particular discomfort in the groin(s) and is voiding well. Examination: incision demonstrates normal healing without evidence of infection or hernia formation, no leakage of serum or pus, no hematoma but there seems to be a seroma over the incision, no tenderness to palpation, no organomegaly, no mass detected, no guarding, no rebound, costovertebral angles not tender, abdomen dull to percussion, distended and has a fluid wave. Impression: ascites of the abdomen; etiology undetermined, asthma, gastroesophageal reflux disease, obesity. I recommend patient have CT of the abdomen and pelvis [a/p].¿ ¿...he had a lot of coughing because of bronchitis that could have damaged the repair..." On (B)(6) 2005: CT abdomen/pelvis [a/p] ¿the bowel is unremarkable, no evidence of free air or free fluid. There is a focal area of ill-defined soft tissue density within the anterior peritoneal space adjacent to the umbilicus. Measures 2.2 x 1.8 cm. In the pelvis, multiple diverticula in sigmoid colon, consistent with moderate diverticulosis. No evidence of adjacent soft tissue stranding. Impression: mild fatty infiltration of the liver, no evidence of ascites, there is an ill-defined soft tissue density identified in the midline anterior peritoneal cavity adjacent to the umbilicus, this may represent focal inflammation or neoplasm, moderate sigmoid diverticulosis.¿ on (B)(6) 2005: "incision demonstrates normal healing without evidence of infection or hernia formation, no leakage of serum or pus, no hematoma, seems to be seroma over incision, umbilicus exhibits a couple of tender nodules that are hard and fixed to the underlying tissue, had umbilical hernia repair several years ago but this does not fell [sic] like typical scar tissue; must consider that this is a growth, no organomegaly, no mass detected, no guarding, no rebound, costovertebral angles not tender; abdomen dull to percussion, distended and has a fluid wave. Tests reviewed: CT of abdomen and pelvis reveals a focal area of ill-defined soft tissue density within the anterior peritoneal space adjacent to the umbilicus; measures 2.2 x 1.8 cm in size, this may represent focal inflammation or neoplasm, moderate sigmoid diverticulosis and mild fatty infiltration of liver. Impression: intra-abdominal mass below the umbilicus, etiology undetermined; this could be an inflammatory lesion or a neoplastic one, it may be related to the cause of the ascites of the abdomen. Procedures scheduled: excision of umbilical mass under anesthesia as an outpatient with frozen and permanent sections, if indicated an exploratory laparotomy.¿ on (B)(6) 2005: ¿continues to have a mass in the periumbilical area which is causing him some mild discomfort but no severe pain. Has not noted any tenderness or ulceration of the skin overlying the mass, complains that mass is not sure and dense, abdominal distention seems to be getting larger yet he is eating less.¿ "incision demonstrates normal healing without evidence of infection or hernia formation, no leakage of serum or pus, no hematoma but there seems to a seroma over the incision; umbilicus exhibits a couple of tender nodules that are hard and fixed to the underlying tissue; patient had an umbilical hernia repair several years ago but this does not feel like typical scar tissue. However, we must consider that this is a growth; no organomegaly, no mass detected, no guarding, no rebound, costovertebral angle¿s not tender, abdomen dull to percussion, distended and has a fluid wave.¿ on (B)(6) 2005: [hospitalization dates unknown] exploration of the umbilical mass and biopsy with frozen section. ¿I made a midline incision around the umbilicus so that we could get to the whole umbilical area. We carried it down through the skin to the subcutaneous tissue. Held up the umbilical skin with an allis clamp and dissected out the mass from the umbilical skin. Then as we did this, we could see what looked like the tissue some of the marlex mesh of the previously placed umbilical hernia repair mesh. We were able to dissect off a significant amount of this nodular reaction, send to the pathologist who came back, said that it appeared to be benign with no evidence of any cancer cells and compatible with our findings that is the mesh with a fibrous reaction around it. The area then was cauterized a little oozing of bleeding points and closed with 0 monocryl bringing the center of the umbilical skin down to the fascia. Then closing the subcutaneous tissue with a running 0 monocryl and the skin with 5-0 monocryl subcuticular skin stitch. We did insert a penrose drain in the lower end of that just because we know these things leak a lot of fluid. We will leave that in, see him in three days in the office and probably remove it then depending on the amount of drainage. The steri-strips were applied. The penrose drain was sutured in place with an interrupted 0 monocryl stitch.¿ on (B)(6) 2005: pathology: ¿received in formalin is an irregularly-shaped piece of rubbery pinkish-tan tissue with a small quantity of externally adherent fat measuring 3.2 cm in maximum dimension. An ill-defined central area of induration is present, but no discrete tumor mass identified. A portion of the specimen has been previously examined by frozen section [fs] and is submitted as fs; the remainder is totally submitted in two additional cassettes. Frozen section diagnosis: dense fibrotic reaction; no tumor identified. Microscopic description: the central indurated area consists of dense paucicellular fibrous connective tissues surrounded by adipose tissue and scattered peripheral nerves and blood vessels. The fibrous connective tissue contains haphazardly arranged, widely dispersed fibroblasts with thin fusiform nuclei and abundant wavy eosinophilic cytoplasm, consistent with scar tissue. The cellularity and growth pattern are not those of fibromatosis. There is no significant inflammation, hypercellularity, cytologic atypia or abnormal cellular infiltrates. There is no evidence of neoplasia.¿ on (B)(6) 2005: ¿no complaints regarding the operation. Examination of the patient¿s incision reveals no infection, no disruption of the incision, no seroma and no hematoma.¿ ¿examination: the incision(s) demonstrate(s) normal healing without evidence of infection or hernia formation, no leakage of serum or pus, no hematoma, no seroma, the subcuticular suture(s) remain(s) in place, as expected & yet there is some swelling of the incision. The subcutaneous mass in the umbilical area was a portion of the umbilical hernia repair mesh; postop removal of mesh of the hernia repair, healing well, condition stable.¿ ¿the inner layer of the mesh reair [sic] was not disturbed...¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6). Office note. Complaint of bulging of the anterior wall of the abdomen, referred for evaluation of possible ventral hernia(s), has known about the hernia(s) for 1-2 years, symptoms include epigastric mass, has been enlarging over the last 3-4 months, mass(es) can be reduced by md in office with persistent pressure and reduces only in supine position. Taking albuterol, celebrex, ultram, vicodin, vioxx and [handwritten note] prednisone. Risk factors include asthma, bronchitis with a chronic cough and obesity. Examination: abdomen soft, not distended or tender, no mass or guarding can be detected, a ventral hernia and fascial defect 3 x 8 centimeters in size is present, hernia is reducible, palpation of hernia and attempts to reduce it and palpate the edges of the fascial defect causes moderate tenderness. Procedures scheduled: ventral hernia repair with mesh; risks of bleeding, infection, hernia recurrence and options as well as imponderables discussed as well as the performance of the operation and the use of mesh, also talked about the problem of incarceration, strangulation, and development of a larger hernia should it not be repaired. (B)(6) 2004: (B)(6). (B)(6). Operative report. Assistant: (B)(6). Anesthesiologist: (B)(6). Preoperative diagnosis: upper midline ventral hernia. Postoperative diagnosis: upper midline ventral hernia. Procedure title: repair of ventral hernia with mesh implant. Anesthesia: general. Condition: satisfactory. Estimated blood loss: less than 10 cc. Procedure in detail: ¿the orderly brought the patient to the operating room, laid him in the supine position on the operative table and (B)(6) administered a successful general anesthetic. I then injected the skin for the midline incision with 0.5% marcaine. The nurse then prepped the abdomen with hibiclens and we draped it out with sterile towels and sheets. We made an upper midline incision. The patient did receive levaquin 500 mg intravenous piggyback before we began the procedure. Then, we carried it down through the skin and subcutaneous tissue. We were then over the hernia sac which we were able then to peel off the posterior abdominal wall back about 6 cm on each side and then all the way about 6 or 8 cm superior and inferior to the repair. It laid into that pooket [sic] nicely. We were then able to suture it at the 3 o¿clock, 6 o¿clock, 12 o¿clock, and 9 o¿clock positions with interrupted 2-0 monocryl sutures into the fascia using a urs-6 needle which allowed us to get a good bite of the fascia without bending the needle. We then inserted a couple of other individual stitches between each of these clock positions that were just delineated above, so that we had a good attachment of the mesh in a preperitoneal pocket. This allowed us to then close the fascia in the midline, incorporating a bite of the mesh. It was a dual mesh, with that running #0-pds looped suture from the top to the bottom of the incision. Closed the subcutaneous tissue with running 2-0 dexon and the skin with running 5-0 monocryl subcuticular stitch. Steri-strips were applied and he was taken to the recovery room in satisfactory condition.¿ product identification record for the alleged ¿gore dualmesh¿ were not provided. (B)(6) 2004: (B)(6). Office note. Postoperative check following ventral hernia repair with mesh, no complaints regarding operation. Examination: mild distention, mild tenderness at the incision(s) and a soft abdomen, incision(s) demonstrate(s) normal healing without evidence of infection or hernia formation, subcuticular suture(s) remain(s) in place as expected. Ventral hernia; postop ventral hernia repair with implantation of mesh, healing well, stable condition. Medications prescribed: magnesium citrate, fleet¿s phosphorous soda now for constipation. Will need to avoid lifting heavy things and engaging in strenuous exercises for 4 week(s), regular diet as tolerated, wash wound(s) with soap and water daily, may return to full activities over the next two weeks, return to office in two weeks. (B)(6) 2004: (B)(4). Office note. Complains of bulging of anterior wall of abdomen, referred for evaluation of possible ventral hernia(s), patient has known about hernia for 1-2 years. Symptoms include epigastric mass; it has been enlarging over the last 3-4 months, mass can be reduced by md in the office with persistent pressure and reduces only in the supine position. Says the hernia is so big now people comment about it frequently. He is constantly aware of it when stands, sits, with cough or bending. He would like to have it repaired. History: colonic polyps. Occupation: manual labor, smokes daily, occasionally uses ethanol. Weight 230 lbs. Impression: ventral hernia. Procedures scheduled: ventral hernia repair with mesh. [Possible discrepancy; repair 10/04/04 and other records indicate being seen for follow up after repair.] (B)(6) 2004: (B)(4). Office note. No complaints regarding the operation, back to normal activities. Ambulating well without particular discomfort in the groin(s), voiding well. Examination: incision normal healing without evidence of infection or hernia formation, no leakage of serum or pus, no hematoma, no seroma. Wash the wound with soap and water daily, may return to full activities but always with care to avoid lifting that causes abdominal straining. May return to work, should be careful lifting. (B)(6) 2004: (B)(4). Office note. Deep cough that involves wheezing at times. Impression: bronchial asthma with a tight cough. Prescribed biaxin. (B)(6) 2005: [facility ni]. [Illegible signature]. Office note [handwritten]. Complains of swelling of abdomen, not eating excessively, concerned hernia repair broke, on physical exam it feels like he¿s got ascites, I cannot palpate a break in repair, there is some fluid between the mesh and skin which may be secondary to the intra-operative fluid. Recommend CT abdomen/pelvis and workup of ascites. (B)(6) 2005: kenneth e. Schemmer, m.d., inc. Kenneth e. Schemmer, md. Office note. Comes for evaluation of hernia repair, ambulating well without particular discomfort in the groin(s) and is voiding well. Examination: incision demonstrates normal healing without evidence of infection or hernia formation, no leakage of serum or pus, no hematoma but there seems to be a seroma over the incision, no tenderness to palpation, no organomegaly, no mass detected, no guarding, no rebound, costovertebral angles not tender, abdomen dull to percussion, distended and has a fluid wave. Impression: ascites of the abdomen; etiology undetermined, asthma, gastroesophageal reflux disease, obesity. I recommend patient have CT of the abdomen and pelvis, I will go over the report with the pastient [sic] and plan any further therapy, I have recommended to flavio that he see you about the fluid in his abdomen; he thought he had developed a recurrence of his hernia because of his large abdomen, however I think that he probably has ascites and want him to see you for a work up, a CT of the abdomen/pelvis will help work him up and will give us a good view of the abdominal wall and the status of the hernia repair, he had a lot of coughing because of bronchitis that could have damaged the repair, to return to office in two weeks, may return to work with no limitations, may return to full activities but always with care to avoid lifting that causes abdominal straining. (B)(6) 2005: (B)(6). Radiology- CT abdomen/pelvis. Exam reason: ascites; abdominal pain. Findings: the bowel is unremarkable, no evidence of free air or free fluid. There is a focal area of ill-defined soft tissue density within the anterior peritoneal space adjacent to the umbilicus. Measures 2.2 x 1.8 cm. In the pelvis, multiple diverticula in sigmoid colon, consistent with moderate diverticulosis. No evidence of adjacent soft tissue stranding. Impression: mild fatty infiltration of the liver, no evidence of ascites, there is an ill-defined soft tissue density identified in the midline anterior peritoneal cavity adjacent to the umbilicus, this may represent focal inflammation or neoplasm, moderate sigmoid diverticulosis. (B)(6) 2005: (B)(6). Office note. Comes in to go over results of his CT of the abdomen. Examination: incision demonstrates normal healing without evidence of infection or hernia formation, no leakage of serum or pus, no hematoma, seems to be seroma over incision, umbilicus exhibits a couple of tender nodules that are hard and fixed to the underlying tissue, had umbilical hernia repair several years ago but this does not fell like typical scar tissue; must consider that this is a growth, no organomegaly, no mass detected, no guarding, no rebound, costovertebral angles not tender; abdomen dull to percussion, distended and has a fluid wave. Tests reviewed: CT of abdomen and pelvis reveals a focal area of ill-defined soft tissue density within the anterior peritoneal space adjacent to the umbilicus; measures 2.2 x 1.8 cm in size, this may represent focal inflammation or neoplasm, moderate sigmoid diverticulosis and mild fatty infiltration of liver. Impression: intra-abdominal mass below the umbilicus, etiology undetermined; this could be an inflammatory lesion or a neoplastic one, it may be related to the cause of the ascites of the abdomen. Procedures scheduled: excision of umbilical mass under anesthesia as an outpatient with frozen and permanent sections, if indicated an exploratory laparotomy. Discussed excision of umbilical mass and possibility that it may be inflammatory or neoplastic, procedure of excising it. (B)(6) 2005: (B)(6). Office note. Continues to have a mass in the periumbilical area which is causing him some mild discomfort but no severe pain. Has not noted any tenderness or ulceration of the skin overlying the mass, complains that mass is not sure and dense, abdominal distention seems to be getting larger yet he is eating less. Examination: incision demonstrates normal healing without evidence of infection or hernia formation, no leakage of serum or pus, no hematoma but there seems to a seroma over the incision; umbilicus exhibits a couple of tender nodules that are hard and fixed to the underlying tissue; patient had an umbilical hernia repair several years ago but this does not feel like typical scar tissue. However, we must consider that this is a growth; no organomegaly, no mass detected, no guarding, no rebound, costovertebral angle¿s not tender, abdomen dull to percussion, distended and has a fluid wave. (B)(6) 2005: st. Jude medical center. Kenneth e. Schemmer, md. Operative report. Assistant: gisela kretschmer, rnfa. Anesthesiologist: louis lim, md. Preoperative diagnosis: umbilical mass, etiology undetermined. Postoperative diagnosis: umbilical mass, etiology undetermined. It could be a reaction to previously placed mesh and it may be a nodule. The CT suggests that may even be a cancer. Procedure title: exploration of the umbilical mass and biopsy with frozen section. Anesthesia: general. Condition: satisfactory. Indications for surgery: ¿he is a 60-year-old male patient of dr. Ronald correa. The diagnosis shows fibrous reaction most likely secondary to the mesh. Findings: there is a mass composed of the mesh with its secondary inflammatory and fibrous scar tissue.¿ procedure in detail: ¿the orderly brought the patient to the operating room and laid him in the supine position on the operating room table. Dr. Lim administered successful general anesthetic. I injected the skin for the incision to expose the umbilical mass with 0.5% marcaine. The nurse then prepped the area with betadine, draped it out with sterile towels and sheets. I made a midline incision around the umbilicus so that we could get to the whole umbilical area. We carried it down through the skin to the subcutaneous tissue. Held up the umbilical skin with an allis clamp and dissected out the mass from the umbilical skin. Then as we did this, we could see what looked like the tissue some of the marlex mesh of the previously placed umbilical hernia repair mesh. We were able to dissect off a significant amount of this nodular reaction, send to the pathologist who came back, said that it appeared to be benign with no evidence of any cancer cells and compatible with our findings that is the mesh with a fibrous reaction around it. The area then was cauterized a little oozing of bleeding points and closed with 0 monocryl bringing the center of the umbilical skin down to the fascia. Then closing the subcutaneous tissue with a running 0 monocryl and the skin with 5-0 monocryl subcuticular skin stitch. We did insert a penrose drain in the lower end of that just because we know these things leak a lot of fluid. We will leave that in, see him in three days in the office and probably remove it then depending on the amount of drainage. The steri-strips were applied. The penrose drain was sutured in place with an interrupted 0 monocryl stitch. A sterile dressing was applied. He was taken to the recovery room in satisfactory condition having tolerated the procedure well.¿ (B)(6) 2005: (B)(6). Pathology report. Pathology number: (B)(4). Preoperative diagnosis: intra-abdominal mass below umbilicus. Specimen submitted: umbilical mass. Diagnosis: umbilical mass; fibrosis, compatible with scar, no malignancy identified. Gross description: received in formalin is an irregularly-shaped piece of rubbery pinkish-tan tissue with a small quantity of externally adherent fat measuring 3.2 cm in maximum dimension. An ill-defined central area of induration is present, but no discrete tumor mass identified. A portion of the specimen has been previously examined by frozen section and is submitted as fs; the remainder is totally submitted in two additional cassettes. Frozen section diagnosis: dense fibrotic reaction; no tumor identified. Microscopic description: the central indurated area consists of dense paucicellular fibrous connective tissues surrounded by adipose tissue and scattered peripheral nerves and blood vessels. The fibrous connective tissue contains haphazardly arranged, widely dispersed fibroblasts with thin fusiform nuclei and abundant wavy eosinophilic cytoplasm, consistent with scar tissue. The cellularity and growth pattern are not those of fibromatosis. There is no significant inflammation, hypercellularity, cytologic atypia or abnormal cellular infiltrates. There is no evidence of neoplasia. (B)(6) 2005: (B)(6). Office note. Postoperative check-up following removal of a subcutaneous mass; removal of part of the mesh of a hernia repair. No complaints regarding the operation. Examination of the patient¿s incision reveals no infection, no disruption of the incision, no seroma and no hematoma. Taking ultram every 4 hours, vicodin every 4 hours and vioxx every day as needed. Examination: the incision(s) demonstrate(s) normal healing without evidence of infection or hernia formation, no leakage of serum or pus, no hematoma, no seroma, the subcuticular suture(s) remain(s) in place, as expected & yet there is some swelling of the incision. The subcutaneous mass in the umbilical area was a portion of the umbilical hernia repair mesh; postop removal of mesh of the hernia repair, healing well, condition stable. Wash the wound(s) with soap and water daily, will need to avoid lifting heavy things and engaging in strenuous exercises for 2 week(s). The inner layer of the mesh reair [sic] was not disturbed; may resume normal activities and is scheduled to return to the office in one week., may return to work after next office visit, may return to full activities over the next two weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred. It was reported the patient alleges the following injuries: fibrous reaction requiring an additional surgery, inflammation to tissue. Additional event specific information was not provided.